Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip movement requiring an additional clip, then a single leaflet device attachment (slda) occurred the next day. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. The patient had calcified and restricted leaflets. During preparation of the first clip delivery system (cds), the lock lever cap could not be opened to flush the device. The physician used hemostats in an attempt to open the cap, but the cap cracked. Therefore, it was decided not to use the cds. During the procedure, imaging was difficult due to the patient anatomy and equipment. After the first clip was implanted, there appeared to be some motion with the clip, but a single leaflet device attachment (slda) could not be confirmed. However, a second clip was implanted to be safe and secure the first clip. Two clips implanted successfully, reducing mr to 3. The next day, transthoracic echocardiography (tte) was performed which confirmed the first clip had detached from the posterior leaflet, slda. Mr did not increase and remained at 3. There was no tissue damage. There was no treatment performed at this time. The patient was discharged from the hospital feeling well. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on available information, the reported clip migration and reported single leaflet device attachment (slda) appear to be due to challenging patient anatomy in conjunction with poor imaging. The reported poor imaging was due to patient anatomy and equipment. Lastly, reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.